Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, the patient experienced a dissection. The patient complained of severe leg pain post a percutaneous coronary intervention. Angiography was performed and revealed mid occlusion in right femoral artery and 90% occlusion in right superior femoral artery (sfa). 90% occlusion was seen in the left superior femoral artery (sfa). The 90% occlusion in the left sfa was treated with atherectomy and popliteal angioplasty with 25% residual stenosis. The 90% occlusion of the right sfa was treated with angioplasty using a 6 x 100 mm sterling balloon. However, recoil and dissection was present. This was treated with a 7 x 150 mm non-bsc balloon catheter placed in the distal right sfa with 25% residual stenosis. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore ,a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).